Manufacturer narrative:
The insulin pump passed displacement, stop idle current, run current and off no power tests. No failed battery test alarm noted. Unit had intermittent button response due to moisture damage to keypad traces. Battery was monitored for 3days and no low battery alert noted. Unit had minor scratches on display window, cracked case near display window corners, cracked reservoir tube, reservoir tube window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report multiple battery alarms on the insulin pump. Customer stated that the pump stops working at times. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 468 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.